Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation of the pacemaker, the device exhibited overestimation of its remaining longevity. There were no patient consequences. No additional information was reported.

Event description:
New information notes that the pacemaker was explanted and replaced on (B)(6) 2023.

Manufacturer narrative:
The reported events of longevity anomaly, and incorrect measurement were not confirmed. The device was received from the field with battery voltage at elective replacement level in line with projected longevity. Electrical and mechanical analysis performed under nominal conditions indicates normal functionality. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis at various pulse amplitudes indicated normal current levels and no measurement anomaly was detected. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.